Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized on (B)(6) 2016 for high blood glucose of 486 mg/dl. Troubleshooting found that the cannula was bent when customer went to hospital. Customer declined high blood glucose troubleshooting. No further details provided.